Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number quantity. It was reported that the patient faced infusion sets tubing blockage events between (B)(6) 2025.the infusion sets were in use for sometimes for one day and sometimes for a couple hours for every events. The blood glucose level was high at the time of events and the patient got treated with correction bolus via pump. No further information available.